Event description:
It was reported that on (B)(6) 2024 , during a myosure lite procedure, the physician reported that metal shavings were observed in the cavity. The physician tried to scrape/suction using curetted and another myosure, but it was unsure on how much was left in the cavity. Myosure was used alongside a fluent system. Physician reported that the metal shavings were removed with the suction of the myosure and a sharp curette. Patient was released. No other information available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Serial number of the device provided by complainant on (B)(6) , an email was sent to request a DHR from the supplier, a follow up email will follow with the information.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Sn (B)(6). Device was built new and shipped on 9/14/2021.